Event description:
(B)(6) study. It was reported that valve embolization and first degree av block occurred procedure summary: the subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 20mm non-bsc balloon. A 25 mm lotus edge valve was then attempted to be deployed; however, during deployment, the valve was unable to be released from the delivery system. Upon detachment of the sheathing aids, the valve lost contact with the annulus and embolized towards the aorta. A 23mm non-bsc balloon was inserted and pulled the 25 mm lotus edge valve into the descending aorta. A non-bsc valve was deployed in the proper anatomical location. No patient complications were reported and the patient is doing well. Fourteen days post procedure, there was a-v dissociation with junctional rhythm faster than normal sinus rhythm. Per site, this was chronic as the patient had a history of this prior to the index procedure. The av block was considered resolved with sequelae.

Manufacturer narrative:
Describe event or problem - updated media was provided to aid in the investigation. The media made available for review was reviewed by a bsc quality engineer and is consistent with the reported event. The valve is unsheathed in the annulus and appears to be positioned slightly high and higher on the non-coronary cusp (ncc) than on the left coronary cusp (lcc). There appears to be some level of waist on the left coronary cusp (lcc) side with minimal waist on the non-coronary cusp side (ncc) at valve locking. The level of waist cannot be fully quantified due to the level of image available. In the next available series the valve is fully released. The valve is now higher relative to the annulus than in the previous series and appears tilted at the left coronary side but does not appear to have lost contact with the anatomy. The removal of the collars and the sheathing aids was not shown in the media made available for review. A balloon aortic valvuloplasty (bav) balloon is then advanced through the center of the lotus edge valve and inflated. The inflated balloon is then withdrawn over the aortic arch bringing the lotus edge valve to the descending aorta where the balloon is deflated. The remaining series show the advancement and implantation of the non-bsc valve.

Event description:
Reprise IV study it was reported that valve embolization and arrhythmia occurred. Procedure summary: the subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 20mm non-bsc balloon. A 23 mm lotus edge valve was then attempted to be deployed; however, during deployment, the valve was unable to be released from the delivery system. Upon detachment of the sheathing aids, the valve lost contact with the annulus and embolized towards the aorta. A 23mm non-bsc balloon was inserted and pulled the 23 mm lotus edge valve into the descending aorta. A non-bsc valve was deployed in the proper anatomical location. No patient complications were reported and the patient is doing well. Post transcatheter aortic valve replacement 14 days holter monitoring was recommended due to a-v dissociation with junctional rhythm faster than normal sinus rhythm. Per site the event was chronic as the subject had a history prior to the index procedure. One (1) day post index procedure, the subject developed intermittent accelerated idioventricular rhythm. No action was taken for treatment. The event led to prolongation of hospitalization. Fourteen (14) days post procedure, there was a-v dissociation with junctional rhythm faster than normal sinus rhythm. The av block was considered resolved with sequelae. It was further reported that the lotus edge valve appeared to be fixed in the descending abdominal aorta well above the celiac trunk. The rhythm disturbance was not related to the transcatheter aortic valve replacement (tavr) procedure and was likely chronic, present at the start of the procedure.

Event description:
Reprise IV study. It was reported that valve embolization and arrhythmia occurred. Procedure summary: the subject received loading doses of 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with a 20mm non-bsc balloon. A 23 mm lotus edge valve was then attempted to be deployed; however, during deployment, the valve was unable to be released from the delivery system. Upon detachment of the sheathing aids, the valve lost contact with the annulus and embolized towards the aorta. A 23mm non-bsc balloon was inserted and pulled the 23 mm lotus edge valve into the descending aorta. A non-bsc valve was deployed in the proper anatomical location. No patient complications were reported and the patient is doing well. Post transcatheter aortic valve replacement 14 days holter monitoring was recommended due to a-v dissociation with junctional rhythm faster than normal sinus rhythm. Per site the event was chronic as the subject had a history prior to the index procedure. One (1) day post index procedure, the subject developed intermittent accelerated idioventricular rhythm. No action was taken for treatment. The event led to prolongation of hospitalization. Fourteen (14) days post procedure, there was a-v dissociation with junctional rhythm faster than normal sinus rhythm. The av block was considered resolved with sequelae.

Manufacturer narrative:
H3: media was provided to aid in the investigation. The media made available for review was reviewed by a bsc quality engineer and is consistent with the reported event. The valve is unsheathed in the annulus and appears to be positioned slightly high and higher on the non-coronary cusp (ncc) than on the left coronary cusp (lcc). There appears to be some level of waist on the left coronary cusp (lcc) side with minimal waist on the non-coronary cusp side (ncc) at valve locking. The level of waist cannot be fully quantified due to the level of image available. In the next available series the valve is fully released. The valve is now higher relative to the annulus than in the previous series and appears tilted at the left coronary side but does not appear to have lost contact with the anatomy. The removal of the collars and the sheathing aids was not shown in the media made available for review. A balloon aortic valvuloplasty (bav) balloon is then advanced through the center of the lotus edge valve and inflated. The inflated balloon is then withdrawn over the aortic arch bringing the lotus edge valve to the descending aorta where the balloon is deflated. The remaining series show the advancement and implantation of the non-bsc valve.